Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: a device history record review was completed by our quality engineer team for provided material number 305211 and lot number 1294965. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. There are quality controls currently in place to detect this type of defect during the production process. Further action has not been determined necessary at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd¿ blunt fill needles with filter was cracked and leaked. The following information was provided by the initial reporter, translated from japanese: ¿a complaint was reported for a crack in the filter cannula. According to the complainant, the defect was noticed during the withdrawal of the vabysmo solution for injection because the solution started to run out at the cannula. The complainant described the crack as a thin line along side the cannula. No other damage was reported with regards to the folding box or the vial. The content of the vial was not used for treatment, the vial was discarded. ¿ the complaint was classified as "needle - damaged" and is rated low-risk.